Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) was paired in the dexcom app but failed to pair with the ilet after sensor start, and the user was guided to toggle the ilet cgm setting from g6 to g7 and re-enter the four-digit pairing code, after which they were advised that pairing could take up to 30 minutes. No adverse clinical symptoms were reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. User support included customer service troubleshooting and user education on correct pairing workflow. Investigation of this case revealed an unsuccessful communication link between the cgm and ilet that was addressed through configuration verification and re-entry of the pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or use error related to cgm pairing workflow.